Event description:
During a laser-beam photocoagulation of a ostoid osteoma of the neck of the femur and after the normal placing of the tru-guide needle, it bent in 2 places without pressure. The distal tip of the needle (2mm) stayed in the pt. It was reported that there were no clinical consequences to the pt.